Event description:
An ep doctor was performing an atrial flutter ablation using a boston scientific blazer ii xp large curve/std distal 8 mm x 8 fr catheter that after 9 ablations was unable to deflect or direct the tip of the catheter in the body. The physician felt the catheter was defective and had stopped working, so he wanted it replaced. We substituted another of the same kind of catheter to finish the procedure. The patient had a successful outcome.